Event description:
It was reported the right ventricular (rv) lead was undersensing. The patient had an acute myocardial infarction in the past and the physician believes that the heart muscle at the lead insertion is dead. The rv lead was partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID 7232cx implantable cardioverter defibrillator implanted: 2006-(B)(6). (B)(4).